Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage and the device showed no damage. Functional analysis was done by completing the setup procedure per the dfu and completing the aspiration testing of the device per the test procedure. Test results showed that this device did perform as designed per the test procedure specification sheet, withdrawing 46ml of fluid in the 1minute time frame. Inspection of the remainder of the device, apart from the observed damage, revealed no damage or irregularities.

Event description:
It was reported that a loss of aspiration occurred. A 2.4mm jetstream atherectomy catheter was selected for a procedure in the left superficial femoral artery (sfa) on a long in-stent restenosis (isr). During the procedure, the device was running and it lost aspiration. The device was removed and another of the same was used to complete the procedure. There were no patient complications and the patient was fine.

Event description:
It was reported that a loss of aspiration occurred. A 2.4 mm jet stream atherectomy catheter was selected for a procedure in the left superficial femoral artery (sfa) on a long in-stent restenosis (isr). During the procedure, the device was running and it lost aspiration. The device was removed and another of the same was used to complete the procedure. There were no patient complications and the patient was fine.